Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was noise present on surface EKG (electrocardiogram). The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the signal was noisy when the programmer was not connected to cables due to the lem (link electronic module) printed circuit board assembly. It was noted there was no damage to connector or solder joints. Analysis also found the system fan was noisy and the power supply was noisy.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.